Manufacturer narrative:
Unit passed displacement test, prime/seating, basic occlusion test, and force sensor test. No pump error 37 or 42 alerted during testing. Unit was successfully downloaded using thump software. On adapt, pump error 37 was recorded twice on 09/13/2024 08:40:03.000 and on 09/13/2024 09:20:00.000. Pump error 42 was recorded on 09/13/2024 08:40:03.000. Pump was cut open to perform a visual inspection and found no moisture or physical damage on electronic or motor assemblies. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, customer concern for pump error 37 confirmed. Pump error 37 due to hardware error, isolate to electronic stack. Pump error 42 not confirmed, however alert was noted in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 42 (drive count error boundaries exceeded after movement). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required.. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and the device was returned.